Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose was unknown. Customer stated that the pump was not exposed to a high magnetic field. Customer was able to clear all the errors but found the one, no motor movement or negligible movement and retries to free a stuck motor failed alarm during rewind. The device will not return for analysis.